Manufacturer narrative:
Investigation summary: patient information is not applicable as no sample is returned. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned.

Event description:
It was reported that safety shield failure occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "they communicate that after positioning, the spindle showed resistance and had to be forced to extract it. It was subsequently observed that the needle was partially uncovered."